Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver displayed low transmitter battery. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage measurement was performed on the transmitter and it failed. A share data log was reviewed, finding no low transmitter battery alerts. However, a loss of connection was found and confirmed. The complaint of could not be confirmed. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable.